Manufacturer narrative:
(B) (4) this event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. (B)(4). Conclusion: the reported event resulted from an anomaly in the programmer software. It will be corrected in the next release of the programmer software ((B) (4)). Meanwhile, if nips tests have to be performed, the beginning of session pacing mode of the device should not be safer. If not the case, the pacing mode should be programmed to another pacing mode (ddd or ddi), the interrogation session must be ended and a new interrogation must be performed before starting nips tests.

Event description:
The physician used a programmer feature enabling to reduce a flutter. Whereas only atrial should be paced; the ventricular was also paced synchronously.